Event description:
It was reported during the implantable pulse generator (ipg) implant procedure, no abnormity noticed during inspection prior to use. During the operation, when connecting the implantable pacing lead (ipl) to the ipg and screw tighten the, the distal of the screw broke. The threshold on the ipl was 5volts and could not pace, physician tried to re-implant the lead but the lead could not be separate from the pacemaker since the screw was broken. It was also reported that the ipl threshold was rising gradually and reached 2.5volts before the operation. Physician explanted the pacemaker and the lead. A new ipg and lead were implanted. Physician commented the screw of the ipg was too fragile. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device found a set screw with a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.